Manufacturer narrative:
Complaint conclusion: during an unknown procedure, an sv steerable guidewire (pgw .018 sv short 300cm st) was stripped at the end. There was no patient injury reported. Multiple attempts to gather additional information have been made and were unsuccessful. The device was not returned for analysis. A product history record (phr) review of lot 35234604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported, ¿distal tip-wires~frayed/split/torn¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (while unknown) as well as procedural and handling factors may have contributed to the reported event. According to the warnings in the instructions for use (IFU), which is not intended as a mitigation, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/guidewire system as a unit. Movement of torque device or metal insertion tool on a guidewire¿s coating may compromise the integrity of the coating¿. Neither the phr review nor event description suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an sv steerable guidewire (pgw .018 sv short 300cm st) was stripped at the end. There was no patient injury reported. The device will be returned for analysis.

Manufacturer narrative:
Updated complaint conclusion due to device return and evaluation: during an unknown procedure, an sv steerable guidewire (pgw .018 sv short 300cm st) was stripped at the end. There was no patient injury reported. Multiple attempts to gather additional information have been made and were unsuccessful. The device was returned for analysis. One non-sterile guidewire ¿pgw .018 sv short 300cm st¿ was received coiled inside of a clear plastic bag. Per visual inspection, the coil wire presented with an unraveled\stretched condition of the distal end. No other damages or anomalies were noted. The guidewire was placed under a vision system in order to amplify the damaged segment. An unraveled\stretched condition was confirmed at the distal end. No other damages or anomalies were observed using the vision system. A product history record (phr) review of lot 35234604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The failure reported by the customer as ¿distal tip-wires¿ frayed/split/torn¿ was not confirmed. However, an unraveled\stretched condition was noted on the distal tip. The exact cause of these conditions could not be conclusively determined. Based on the limited information available for review, vessel characteristics (while unknown) as well as procedural and handling factors may have contributed to the reported event. According to the warnings in the instructions for use (IFU), which is not intended as a mitigation, ¿guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, or kinks. Do not use a guidewire that shows signs of damage. Never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torqueing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. If any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Loss of torque control may be due to core wire fracture. Under fluoroscopic guidance, advance the balloon catheter to the distal end of the guidewire and remove the balloon catheter/guidewire system as a unit. Movement of torque device or metal insertion tool on a guidewire¿s coating may compromise the integrity of the coating¿. Neither the phr review nor device analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.